Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient remotely transmitted episodes that showed rv lead noise. No patient symptoms were reported. Patient presented to the clinic for further assessment. High lead impedance was observed. No noise was noted via multiple maneuvers and pocket manipulations. Programming change was performed. Lead remains implanted.